Manufacturer narrative:
Event date: the exact date of the adverse event is unknown. All patients were treated between july 2014 and february 2015. Subject device is not available.

Event description:
The journal of neuroendovascular therapy ((B)(4)) published that 11 patients out of 12 that were treated with retriever devices resulted in 11 successful reperfusions. It was reported that symptomatic cerebral hemorrhage occurred in one of 12 patients. No further information is available.

Manufacturer narrative:
A review of the device history record could not be performed because the lot number was not reported. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. However, hemorrhage is a known risk associated with endovascular procedures and is noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications was assigned to this event.

Event description:
The journal of neuroendovascular therapy (jnet - p-384) published that 11 patients out of 12 that were treated with retriever devices resulted in 11 successful reperfusions. It was reported that symptomatic cerebral hemorrhage occurred in one of 12 patients. No further information is available.